Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post fall the patient was experiencing shocking sensations. A lead diagnosis was performed and revealed low impedances across the lead. As a result, surgical intervention may be undertaken to address the issue.